Event description:
The screw was not inserted to the bone. The operation for the fracture of the distal end ulna was carried out with tcp. After the distal part of the plate was fixed, the locking screw was inserted to the proximal part. However, one locking screw was not inserted into the bone. The direction was checked in depth and drilling etc. Was performed again. But it was not solved. At the time of the third try for insertion, it was decided that the doctor would be better off using another new screw. The new screw was inserted very easily. The operation ended without any problem. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. The investigation of the complained screw could not detect any abnormalities, which could have caused the problems. The device in question fully meets the specifications. We are not able to determine the exact root cause for the reported problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.